Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer inflating. As a result, the patient was dissatisfied. The physician performed a revision surgery on the device. After the reservoir was removed, it was found to be empty due to fluid loss from the device. There were no patient complications.